Event description:
Healthcare professional reported through device tracking that the valve had been explanted approx. 201 months post implant due to calcification. The valve was not returned for analysis.